Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-01998 and 6000093-2007-01999. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2005. Three taxus express2 drug eluting stents were implanted overlapping in the mid to proximal left anterior descending (lad) artery. The stent diameters were 2.5, 2.75 and 3.0, but the lengths are unknown. The lesion was 40-50 cm. In length. The patient had discontinued plavix use prior to the thrombosis. In 2007 the patient presented with chest pain. An extraction catheter was used to suck out the clot and then balloon angioplasty was performed, unknown type and size. Timi ii flow was achieved. No patient complications were reported. Post procedure, "the patient is doing well." Additional information regarding this event has been requested.